Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms due to occluded sets. Blood glucose level was 466 mg/dl at the time of the call. Troubleshooting showed that insulin was not able to exit the tubing and a no delivery alarm was returned again. No further information was provided.